Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the motor drive unit made a very loud noise when activated. The device still functioned normally and the same device was used to finish the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The reported symptom was duplicated. The cause was due to misaligned coupler / connector. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.